Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por on (B)(6) 2008 in location "12 4b". Device should be able to recover from the event and continue normal function. Battery voltage - no anomalies found. Battery voltage last measurement is 2.99v on (B)(6) 2012. Device has not reached battery voltage or deltav eri threshold. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.